Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that power sources change from one to the other earlier than expected (5 times a day), mostly from power connection 2 on the controller. Patient reports high priority alarm may have sounded. It was stated that the log files do not show record of these alarms. Alarm file generated to check if alarms were being recorded by logfile and this was confirmed. Logfile analysis detected potential switching events on port 2. It was stated that there was no effect on the patient. The controller was exchanged. No additional information available.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events and a possible high priority alarm. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating a battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and communication errors between the controller and batteries. Alarm file did not show occurrences of high priority alarms. The most likely root cause of the power switching event can be attributed to momentary disconnections and communication error between the controller and the battery. The manufacturer has opened an internal investigation to evaluate controller intermittent disconnections heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.